Manufacturer narrative:
Unknown/ not provided email address: unknown/not provided. Lot#: unknown/not provided. Expiration date: unknown as product lot number was not provided. UDI #: a complete UDI # is unknown as product lot number was not provided. A partial number has been provided. Device manufacture date: unknown, as the lot number of the device was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that their patient interface had suction loss during laser firing. There was no patient injury reported. The procedure was completed successfully.

Manufacturer narrative:
Correction: section h3: in initial report, device anticipated was selected. However, h10-81 should have been selected, as the device was not returned. And the lot number was unknown. In initial report in section h10-narrative, the explanation was indicated. This follow up report has section h6 investigation and conclusion codes updated accordingly. Device evaluation was not performed, due to the following: device not returned and the manufacturing record could not be reviewed, since the lot number was not provided. Conclusion: as a result of the investigation and based on limited information available, it cannot be determined, if there is a product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.